Event description:
A low readings issue with the adc device was reported. The customer reported "too low" sensor readings and experienced loss of consciousness, seizure, hypoglycemia, could not talk and dizziness. The customer was able to self-treat with humalog and or toujeo fast acting insulin. Additionally, the customer reportedly presented to the emergency room. Upon arrival, the customer was administered 7 units of humalog fast acting insulin by with healthcare professional (hcp) for treatment of diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.